Event description:
On (B)(6) 2014, the reporter contacted animas and alleged there is an occlusion issue with the pump and that the patient's blood glucose had been over 500mg/dl since 400am on (B)(6) 2014. Patient reports feeling "dry" and lethargic and has vomited. Customer support instructed reporter to contact emergency medical services. This complaint is being reported because the patient experienced hyperglycemia and the pump was not ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations.